Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 5.0 x 200 mm 200cm anger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.